Manufacturer narrative:
B5: narrative information. H1; report type. H6 : health effect codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away due to driveline infection and pump thrombosis. It was additionally reported that the patient had a chronic driveline infection. The onset of the driveline infection was in july2022 and is captured under (B)(4). The driveline infection was confirmed with positive cultures and fluid collections seen on imaging. The infection was treated with surgical debridement's and antibiotics. The patient experienced pain and flu-like symptoms. The patient's lactate dehydrogenase was greater than 1000 and a computed tomography angiography (cta) confirmed the thrombus. The onset of the pump thrombosis is captured under (B)(4). The thrombus was not treated. The patient denied a pump exchange and went on comfort care

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) in high 500 range with elevated powers. Log files were submitted for review due to concern for pump thrombosis. The log files captured an increase in power and a decrease in average pulsatility index (pi) over time from 18may2024. This type of trajectory was noted to be indicative of the presence of thrombus. Log files also captured a replace system controller message due to a momentary liquid crystal display (lcd) fault event at 4:08:33 pm on 17may2024 which self-corrected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a - patient identifier, patient age, and date of birth: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these events could not conclusively be determined through this evaluation. The device was not returned for evaluation. The submitted log file contained events from (B)(6) 2024. Throughout the file, steady upward trends were observed in pump power and estimated flow. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, driveline infection, hemolysis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas patient handbook is also available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset of the driveline infection is captured under MFR. Report # 2916596-2024-05249.